Event description:
It was reported during a surgical procedure on (B)(6) 2024, the patient's leads were found migrated. As a result, the entire system was explanted and replaced. Therapy was restored post-op.